Event description:
Breast pump causes strangulation on nipple resulting in tearing and bleeding of the skin. Not able to change size of breast shell. Dr. (B)(6). Pt was using the device for 2 weeks. The dr. (B)(6) simplisse double electric pump distributed by (B)(4).